Event description:
This lead was explanted because of inappropriate shocks from noise on the rv lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a rubbed through insulation at approximately 5 cm and 11 cm distal to the is-1 connector pin. Based on the characteristics as well as the locations of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Furthermore deformations of the inner coil close to the is-1 connector pin were found which occurred most likely due to overrotation during surgery. The analysis did not reveal any sign of a material or manufacturing problem.